Event description:
A nurse contacted baxter's technical service center for assistence in repriming the pt's line of the homechoice set. Per initial report, the homechoice machine advanced intoinitial drain without the pt's transfer set being connected to the pt line of the homechoice set., and subsequently, air was pulled into the pt line. The nurse requested assistance in repriming the pt line so thst the pt could connect to the setup and proceed with therapy using those supplies. Baxter's technical service center assisted the nurse in the reprime procedure. While still priming, another nurse in the room noted that solution had filled the pt's line and proceeded by connecting the pt's transfer set to the pt line of the homechoice set, prior to the homechoice machine indicating that prime was complete on it's display. Baxter's technical service center assisted the nurse in ending the procedure early. No pt injury or medical intervention was indicated at the time of initial report.